Manufacturer narrative:
Actual rod implanted is unk. Catalog number used in this complaint is a rep sample. At the time of closing the pt still had not been revised and the sales rep was unable to obtain images for review. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.

Event description:
Sales rep was informed that a spinal rod had broken post-op. The rod was placed at l4-s1 in (B)(6) 2010. This was a unilateral construct performed open not mis. The surgeon reported that he intends to revise the case sometime in the future. At the time of this report the revision has not been performed.